Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with high right ventricular (rv) lead impedance. Upon review, the rv lead displayed high capture threshold and loss of capture. The device was reprogrammed. The patient was in stable condition.